Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on (B)(4) 2014. Medtronic investigation of returned suspect device finds that the socket head of the adjustment screw is partially rounded out. The screw head also has tool marks from a pliers type tool. The screw threads are intact. The reported event was confirmed to be caused by the physical damage of the screw head.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A site representative reported that a medium suretrak clamp was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.